Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related. When a sample is collected from a recently transfused patient for testing, there is potential for transfused cells to concentrate at the bottom of the sample tube following centrifugation. This phenomenon occurs due to the differences in the density of autologous (patient) vs transfused (donor) red cells. According to the design of the analyzer, the provue aspirate the cells from the bottom of the patient tube where the transfused cells generally concentrate, thereby creating a potential for unexpected result. In this incident, no incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacted cts to report false negative patient result on provue analyzer for rh typing using abd/rev gel card lot# 082616037-03 exp. July 10th, 2017. Customer states that patient is known ab positive patient, however, when tested on (B)(6) 2016, provue yield ab negative result for patient's blood type. Patient was previously tested on provue analyzer on (B)(6) 2016 and yielded ab positive result. Patient was transfused one unit of ab negative packed red cells on (B)(6) 2016, one day before new sample was tested that yielded false negative result. Qc was deemed acceptable for all reagents used for testing. No erroneous results were reported to clinician. Customer repeated sample using tube method after false negative result on provue, obtained rh positive result of 3+ at ahg phase.